Event description:
Pacemaker is under advisory for hydrogen premature battery drain seen in office; pacemaker in safety mode; unable to reprogram device; unknown battery longevity. Bsc tech support recommends prompt generator change. Patient has not been scheduled for generator change as of yet.